Event description:
A cusotmer contacted beckman coulter regarding erroneous troponin (accu tnl) results from 2 different patient samples that were generated by the unicel dxl 800 access instrument. The customer indicated that patient a sample was tested for accu tnl and the results were: 044 ng/ml and 1.26 ng/ml. Unknown if the sample was run in duplicate or tested rwice. Patient b sample was tested for accu tnl and 3 different results were obtained: 0.86 ng/ml, 2.86 ng/ml and 0.04 ng/ml. The custoemr did not provide any report information if the sampel was run in triplicate or tested 3 times. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed or connected with this event.